Event description:
Pt reports using nmt safety syringe 1 cc/ml 276 x 1/2" 0.4 mm x 13 mm, ref 20017, lot 102078, exp. 8/2005. They report when injecting medication subcutaneously, they noticed leakage of the medication from the side of the syringe near the needle hub connection to the syringe.